Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion to treat idiopathic scoliosis at t5-l3. It was reported that the tip of the bender broke off during use in the surgery and the fragment could not be found. No additional patient complications were reported.

Manufacturer narrative:
Visually confirmed the bender tips have been plastically deformed, with a portion of the tips broken off, and not returned for analysis. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest the rod may not have been fully engaged into the mouth of the instrument during rod bending. Material thickness and hardness determined to be within print specification. The above observations are consistent with overload.